Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system instructions for use (IFU). A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately tortuous, heavily calcified, 99% stenosed, mid left anterior descending (lad) artery after pre-dilatation with a 2.0 x 12 mm balloon dilatation catheter (bdc) the 3.5 x 28 mm xience prime stent was deployed, however, a distal edge dissection was noted. A second xience prime stent was used as treatment without any reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.